Event description:
A report was received that the patient was experiencing back pain and muscle spasms in the back when stimulation was off. It was noted that the patient had no back issues before she was implanted. The patient was given a muscle relaxer.

Manufacturer narrative:
Additional information was received that the physician confirmed via imaging showed patient had arthritis. The stimulation was working.

Event description:
A report was received that the patient was experiencing back pain and muscle spasms in the back when stimulation was off. It was noted that the patient had no back issues before she was implanted. The patient was given a muscle relaxer.